Manufacturer narrative:
Upon review of calibration data, the first calibrator signals levels were within expectations. The second calibrator signal levels are lower than expected. Quality controls were within range, showing no issue with the reagent. The investigation determined the customer did not follow product labeling by initially diluting the patient samples. Per product labeling: "samples with hcg concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:100 (either automatically by the analyzers or manually). The concentration of the diluted sample must be > 100 miu/ml".

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys hcg test system on a cobas e 411 immunoassay analyzer. The patient is pregnant and the results did not agree with the clinical status of the patient. The sample was initially tested with an automatic 1:100 dilution, resulting in an hcg value of 192.1 miu/ml accompanied by a data flag. The customer believed the value to be too low, so the sample was repeated without dilution, resulting in a value of < 0.500 miu/ml accompanied by a data flag. The sample was repeated with an automatic 1:100 dilution, resulting in an hcg value of 186.0 miu/ml accompanied by a data flag. The sample was also repeated without dilution, resulting in a value of < 0.500 miu/ml accompanied by a data flag. A value of < 0.500 miu/ml was reported outside of the laboratory. The serial number of the e411 analyzer is (B)(4).